Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call on (B)(6) 2018 that the infusion set had a bent cannula. Customer's blood glucose at the time of the incident was 524 mg/dl. Customer treated with insulin drip. Troubleshooting occurred. Product is not expected to return.